Event description:
It was reported that the patient was found dead in the bathroom over the weekend. The cause of death is unknown at this time. The physician did not state or definitely rule out the relationship between patient's death and vns. Sudep cannot be ruled out due to insufficient evidence regarding the circumstances of the death. It is unknown if an autopsy was performed at this time. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently reported the incorrect date. Date of event, corrected data: the initial report inadvertently reported the incorrect date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was "other and unspecified convulsions." A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of potential sudep. There is no allegation or other information indicating that the death is related to vns.